Event description:
It was reported that in the fast fix 360, the second anchor didn't deploy. No patient injury or significant time delay reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system devices returned. The complaint reported: ¿it was reported that in the fast fix 360, the second anchor didn't deploy. No patient injury or significant time delay reported.¿ the device was returned with t1, t2 and partial suture separated from the delivery needles. One t is in normal condition. The other is bowed in half and damaged. This is symptomatic of being pulled back through tissue after deployment. The device show some degree of disfigurement. The depth limiter assemblies have been separated from the device handles. The needle is visually bent and twisted toward the left. The device cycles and actuates with drag and assistance due to the damage the needle has attained. These conditions indicate resistance and difficulty with reaching desired anchoring tissue location and forceful use. No root causes related to the manufacture of the devices were established.